Event description:
A customer reported to beckman coulter, inc (bec) that there was a leak at the needle of coulter hmx cp hematology analyzer. The customer stated that there was dried blood around the needle pierce area of the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility and cleanup was completed following the biohazard spill protocol. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) found a fluid buildup around the needle of the instrument. The spill was contained within the analyzer. The fse found that the needle cartridge assembly was worn and needed replacement. The fse ordered the part and instructed the customer to run the instrument on secondary mode. The customer stated that the instrument ran in secondary mode without any leaks or other issues. The customer replaced the needle assembly when the part arrived and confirmed that the instrument is no longer leaking. Blood, controls (5c plus cell control), cleaning reagent (clenz) or diluent can be present at the baths of the hmx cap pierce instrument. The cause of the leak is a worn needle cartridge assembly. (B)(4).